Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. The device performed to specification throughout testing at heartsine however the multiple manual power ups may indicate the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.